Manufacturer narrative:
The medical team in germany has returned the pump for analysis. The investigation is on-going at this time. Upon completion, a final report will be submitted.

Event description:
The medical team in the EU had an impella 5.5 support ongoing for hemodynamic support along with ECMO for a patient admitted in cardiogenic shock. On day 4 the impella pump stopped. The patient had coughed moved position in the bed. After the pump stop they were able to restart it with high motor current alarms. The team initiated pump replacement.

Manufacturer narrative:
The pump was returned amd benchtop testing was performed. The pump was found to have biomaterial adhered to it and wrapped around the impella. The cause of the pump stoppage was biomaterial, and as such the pump stop was due to patient condition. The failure mode will be monitored and trended.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01519 was provided.

Event description:
Additional information noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.